Event description:
The manufacturer received information alleging dizziness and/or headache, nausea / vomiting, lung disease, copd, heart disease. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.